Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (essure removal schedule). At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia and back pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Intervention required and medically significant marked for the event "lower back pain". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal schedule). Essure was removed. At the time of the report, the back pain, arthralgia and tooth disorder outcome was unknown. The reporter considered arthralgia, back pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event dental problems added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (essure removal schedule). Essure was removed. At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia and back pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.